Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy when navigating a balloon. No specific measurement was provided. In trouble-shooting, it was determined that the maxillary balloon was off superior and a little anterior and suction was accurate. The surgeon used the same tracer pattern used in the previous procedures without issue. The surgeon was aware of the inaccuracy and opted to proceed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. A medtronic representative reported the balloon seeker was disposed of at the site. A medtronic representative, following-up at the site, reported working with the doctors to adjust trace patterns and their technique has improved. It was noted that the inaccuracy was 4-5 millimeters. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.